Event description:
A male underwent initial aaa repair in 2004. One main body graft, two iliac leg grafts, and two main body extensions were placed. The physician placed the main body extensions inside the left limb in order to try to preserve the hypogastric. However, upon follow-up, there was a type ib endoleak so two more iliac leg grafts were placed, extending the seal to the external. Over time, due to the patient's tortuous anatomy and a minimal overlap, a limb separation occurred on the right side. The physician placed another iliac leg graft in 2008 as a bridge with success. Please refer to 1820334-2008-00234.

Manufacturer narrative:
Evaluation: zenith devices are each shipped with an instructions for use (IFU) booklet that lists the anatomical requirements. Warnings, precautions, and the correct deployment procedure. In the "precautions" section we do state, "inadequate fixation of the zenith graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention." The device remains implanted and no films were provided to assist in this investigation. An internal clinical review indicated that the event was caused by migration.